Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a pair of scd sleeves. The customer reports that a patient in for a laparoscopic total hysterectomy with robotic assistance. During assessment on first post-op day, noted bruises bilaterally on the ankles. Customer reports that compression was removed and no additional intervention was performed.